Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion. A 1.75mm rotapro was selected for a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad). The minorly tortuous and severely calcified target lesion was located in the distal left main in the ostial lad. During the procedure, the rotapro was advanced and a pecking motion was used for ablation. Two ablations were performed successfully. Then the burr became stuck in calcium on the third ablation pass in the middle of the lesion, and the system stalled. Various techniques were attempted to remove the burr. Ultimately, the shaft of the burr was cut and a guidezilla was advanced over the shaft to the lesion. The burr was removed successfully from the lesion by pulling hard. After it was removed, the procedure was successfully completed by placing a two synergy stents in the proximal lad into the left main. There were no patient complications reported. The patient's status was stable post procedure.